Manufacturer narrative:
Device used for treatment, not diagnosis. Patient ID, dob & weight not provided for reporting. Additional product code: hrs. Device malfunctioned intra-operatively and was not implanted/explanted. Patient code (B)(4) used for: the screw broke during intra-operative removal and the shaft of the screw is retained in the patient. The location of the broken screw within the hand can potentially lead to surgical intervention or an inability to place an additional screw in an adequate location. The surgery was completed with a replacing plate and screw(s) within a 30-minute delay. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device history records review not available to report at this time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the orif was applied to right metacarpal fractures on (B)(6) 2018. For fixation of a va-hand plate (part # unk, drill bit 03.130.202s) in question was used, but broke unknowingly during the drilling. The surgeon noticed this breakage after another va locking screw (04.130.210s in question) insertion to a different screw hole. When the surgeon tried to remove the screw, it broke beneath the screw head. Because the surgeon could not remove both the fragmented drill bit and the screw shaft, he decided to leave them in the patient¿s body. The surgery was completed with a replacing plate and screw(s) within a 30-minute delay. Complaint involves two parts. This report is 2 of 2 for (B)(4).

Event description:
Patient outcome was reported as stable. Concomitant device reported: plate (part# unknown, lot# unknown, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history records review was completed for part# 04.130.210s, lot# l354148. Manufacturing location: grenchen, release to warehouse date: mar 24, 2017, expiration date: mar 01, 2027. No non- conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product development investigation was completed. The returned drill bit has shown that approximately 8mm of the fluted tip section was broken as complained. The broken off portion was not returned (left in the patient body). Because of the damages, the complaint relevant dimensions could not be checked to print specifications. The drawing was reviewed and the parts were corresponding to the specifications at time of manufacturing and distributing. The used material was stainless steel 440a as required and the measured harness was 52.2 ¿ 54.6 hrc within the specification of 52 0/+3 hrc. The complaint condition for the received drill bit is confirmed as it is broken. Because of the damage, it is not possible to measure the relevant dimension. The exact cause of this occurrence could not be determined due to missing detailed clinical information. Supposedly, a mechanical overload situation during use could lead to the breakage. The cause of failure is not due to any manufacturing non-conformances. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.